Event description:
The facility representative reported a flogard infusion pump with the problem of "dysfunctional equipment". It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "dysfunctional equipment" was confirmed by baxter quality engineering as a battery issue because it is the most likely issue to have been experienced by the user as a battery low alarm occurred upon power up during servicing. Service determined that the cause was due to a defective battery, which was replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).